Event description:
The patient underwent a surgery and two days later dislocated, the surgeon changed the insert. The patient has had another revision due to tight painful knee and had excessive scarring.

Manufacturer narrative:
Evaluation was not possible, as the product was not returned. The investigation was limited to the information provided, as the lot number required reviewing the device history records and complaint history were not provided. The investigation could not verify or draw any conclusions about the reported event based on the provided information. The need for corrective action is not indicated. Depuy considers this investigation closed. Should the product or additional information that changes this conclusion be received, the investigation will be reopened.